Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient presented to the clinic on (B)(6) 2018 with increased pain for the last 2 weeks, stating they have not been getting relief from their pain pump and it has been getting worse. The patient indicated they were having to take more of their oral medication to get relief. A catheter pump study was completed on (B)(6) 2018 and the findings revealed the catheter was sluggish (previously reported) and revealed a catheter occlusion. It was noted that the hcp was able to aspirate 1cc but it took greater than 1 minute. The hcp indicated they should have been able to aspirate 2cc in less than 10 seconds. A catheter revision was scheduled for (B)(6) 2018. The pump was also scheduled for replaced on (B)(6) 2018 due to end of life (eol). The entire system was explanted/replaced on (B)(6) 2018 (previously reported). The outcome of the event resolved without sequelae on (B)(6) 2018. The event required in-patient hospitalization. The patient's weight was 195 pounds. It was noted the patient was receiving compounded fentanyl 500 mcg for a total dose of 178.17877 mcg /day, compounded bupivacaine 23mg for a total dose of 8.19622 mg/day, and compounded hydromorphone 0.7mg for a total dose of 0.24945 mg/day. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the r elationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacturer representative (rep) reported the patient called and indicated they were using all equipment normally. It was noted there has not been any further issue. There were no needs from us at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 30-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal dilaudid 0.3 mg/ml at an unknown dose, bupivacaine 23 mg/ml at an unknown dose, and fentanyl 500 mcg/ml at 214 mcg/day via an implanted pump for an unknown indication. It was reported there was a pain pump system problem. It was asked, but unknown when the event/difficulty occurred, and the event occurred during normal use. The patient reported he was not getting therapy and had to continue taking oral medication to control pain. The physician was unable to aspirate the catheter through the catheter access port (cap). It was noted there were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. Actions/interventions taken to resolve the issue included a ¿new system.¿ the pump and catheter were replaced on (B)(6) 2018 and would be returned. It was further reported a partial explant of the catheter occurred and the remaining catheter was 9.9 centimeters. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked, but unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
The pump was returned and analysis found that during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during one of two tests. The catheter was returned and analysis found an indentation in the seal material in the cup of the sutureless connector (sc) which did not affect the performance of the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.